Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was observed to be kinked. The mapping catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files and mapping catheter, 990063-020 with lot number 214532808 were returned and analyzed. The data files showed at least 3 applications were performed with a balloon catheter on the date of the event. System notice 50022 ¿mechanical component error¿ was triggered on the second application. 11 applications were performed with a different balloon catheter without any issues on the date of the event. Visual inspection of the mapping catheter showed the shaft was kinked, no ECG signal wires were broken inside the shaft. The tip/ loop section was intact with no apparent issues. The mapping catheter failed the performance test due to the shaft kink. If information is provided in the future, a supplemental report will be issued.